Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the insulin pump had unexpected restart. The customer blood glucose level was 493 mg/dl at the time of incident and the current blood glucose of the patient is 193 mg/dl. Customer report other blood glucose value was 470 mg/dl. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer had experienced multiple pump alarms after battery change. Customer report they did not allege pump was under delivering. Customer states that the last few months they had changed the battery, the time did not show up on the screen it was blank. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and unexpected restart error noted. No unexpected resetting time or date after changing battery noted.